Manufacturer narrative:
Additional information was received that the damage to the power cord was not sufficient to cause a malfunction of the unit. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.